Event description:
I had the essure birth control procedure completed in (B)(6) 2008. From that point on, I have had issues with heavy bleeding and periods lasting 7-14 days. In addition, I had abdominal pain. In (B)(6) 2013, I consulted with an ob/gyn that sent me for an ultrasound. The ultrasound showed that my left essure coil is embedded in my uterus. My right coil remains in my fallopian tube. As a result, I have learned that essure has not been protecting me from pregnancy as the product was designed to do as my tube was not blocked and eggs are still being released. In addition, the only resolution to this issue of having the coil embedded in my uterus is a hysterectomy in which my ob/gyn will remove my tubes and my uterus. I am (B)(6).